Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a male patient of an unknown age and ethnicity. Medical history (comorbidity, allergy history and family history), drug adverse reaction history and family drug adverse reaction were not provided. Concomitant medications were none. The patient received insulin lispro (rdna origin) (humalog, 100u/ml), from a cartridge via a reusable humapen ergo ii pen, 18u in the morning and 14u at night; twice daily subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date in 2017. On an unknown date in dec-2018, while on insulin lispro therapy, his blood glucose could not fall down since five to six days (value, unit and reference range not provided) for which he was admitted to the hospital. Due to his blood glucose being high, his insulin lispro dose was increased to 20u in the morning and 18u at night. During hospitalization, his blood glucose became normal (value, unit and reference range not provided). On an unknown date, he was discharged from the hospital. After discharge, he changed the insulin lispro dose back to 18u in morning and 14u at night by himself and sometimes would adjust the dose to 19u in morning and 15u at night. On the night of 19-feb-2019, the black injection screw of humapen ergo ii could not move. Due to humapen ergo ii malfunction, he was not able to get his dose since then (batch number: 1707d02 (B)(4). Information regarding further hospitalization details and corrective treatment was not provided. Outcome of the event blood glucose increased was resolved while that of remaining events was not provided. The status of insulin lispro therapy was not provided. The patient was the operator of humapen ergo ii and his training status was not provided. The humapen ergo ii model duration of use and humapen ergo ii duration of use was two years as it was started on an unknown date in 2017. The suspect device, which was manufactured in jul2017, was not returned to the manufacturer. The initial reporting consumer did not know the relatedness assessment between the events and insulin lispro therapy and did not provide their relatedness with humapen ergo ii. Edit 27feb2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 20mar2019: additional information received on 20mar2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4). Associated with lot 1707d02 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 20mar2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that in february 2019 the black injection screw of his humapen ergo ii device could not move, and he was not able to get his insulin dose. The patient also reported that approximately 2 months prior (dec-2018), he experienced increased blood glucose, but did not mention a device problem at that time. The device was not returned to the manufacturer for investigation (1707d02, manufactured july 2017). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regard to injection screw/ratchet not moving or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a male patient of an unknown age and ethnicity. Medical history (comorbidity, allergy history and family history), drug adverse reaction history and family drug adverse reaction were not provided. Concomitant medications were none. The patient received insulin lispro (rdna origin) (humalog, 100u/ml), from a cartridge via a reusable pen humapen ergo ii, 18u in the morning and 14u at night; twice daily subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date in 2017. On an unknown date in (B)(6) 2018, while on insulin lispro therapy, his blood glucose could not fall down since five to six days (value, unit and reference range not provided) for which he was admitted to the hospital. Due to his blood glucose being high, his insulin lispro dose was increased to 20u in the morning and 18u at night. During hospitalization, his blood glucose became normal (value, unit and reference range not provided). On an unknown date, he was discharged from the hospital. After discharge, he changed the insulin lispro dose back to 18u in morning and 14u at night by himself and sometimes would adjust the dose to 19u in morning and 15u at night. On the night of (B)(6) 2019, the black injection screw of humapen ergo ii could not move. Due to humapen ergo ii malfunction, he was not able to get his dose since then (batch number: 1707d02 and pc number: (B)(4)). Information regarding further hospitalization details and corrective treatment was not provided. Outcome of the event blood glucose increased was resolved while that of remaining events was not provided. The status of insulin lispro therapy was not provided. The patient was the operator of humapen ergo ii and his training status was not provided. The humapen ergo ii model duration of use and humapen ergo ii duration of use was two years as it was started on an unknown date in 2017. The action taken with the humapen ergo ii and its return status were not provided. The initial reporting consumer did not know the relatedness assessment between the events and insulin lispro therapy and did not provide their relatedness with humapen ergo ii. Edit 27feb2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added.